Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was admitted to the hospital in the intensive care unit prior to death for an unrelated condition. The cause of death was unknown and it was not reported if an autopsy was performed. Therapy remained ongoing prior to death and the patient was not receiving therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Sample analysis revealed no non-conforming product that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.